Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient and the delivery system was discarded. Per our instructions for use (IFU): ¿carefully inspect the deployed embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it." All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received a report that a guidewire was used to assist in opening the flow diverter device. No patient injury was reported.